Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing over to multiple station. A technical support specialist (tss) checked that ephi med ID (B)(6) was showing under patient orders even though the patient was discharged. Med ID (B)(6) was also showing on the es server for two separate orders. Since the patient was discharged, there was not much to investigate, and the orders appeared as expected. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had medications were not crossing over to multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.